Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the back housing and atrial connector on top of the device are broken. It was also reported the case is cracked and the ring and bail are missing. The device was returned for repair. There was no patient involvement.